Event description:
After implants were removed, the anterior capsules were removed. Attempting to remove the posterior capsule resulted in bleeding, so the posterior capsules and chest wall were left in place. 6 mos after explantation, breasts became swollen and severely painful - so tender that clothes could not be allowed to touch them. User went to pain clinic for 2 years, received pain medication, add'l surgery and was referred to have a neurology consultation. The pain medication and treatments haven't been effective so far, but the drs persist in trying to help. Preoperative diagnosis: bilateral capsular contracture. Material forwarded to lab for examination: 1. Implant right breast. 2. Implant left breast. 3. Right breast implant capsule. 4. Left breast implant capsule. Operation performed: explantation and anterior capsulectomy bilateral breasts. Date of operation: 1996. Description of operation: indications: this pt is a 45-year-old female with a history of bilateral implants after subcutaneous mastectomies in 1984. She has had increase in distortion and pain over one year and wishes to have the implants removed. I have discussed multiple reconstructive options with this pt in detail and at this time she currently wishes to have explant only. Procedure: the pt was brought in the or and placed in a supine position where satisfactory general endotracheal anesthesia was performed. She was then prepped and draped in the normal sterile manner. After sterile prepping and draping, an incision was performed on the right breast laterally through the old mastectomy incision. Dissection was carried down through skin and subcutaneous tissue to the implant. The implant and implant gaps were dissected free superiorly, medially and laterally and when the limits of dissection were reached the capsule was opened and the implant was removed. The implant was noted to be intact but was noted to be a mcghan 320 cc implant. The anterior capsule was then removed and the posterior capsule and the chest wall were left intact, as there was no rupture and attempting to get this capsule off resulted in some bleeding. Therefore, this was abandoned. Attention was directed to the contralateral side, where a similar incision was made and dissection once again carried down through skin and subcutaneous tissue to the implant capsule. Dissection again proceeded superiorly, medially and laterally and the implant capsule was opened and intact implant was removed. This was also a mcghan 320 cc implant. The anterior capsule was then removed. The wounds were thoroughly and copiously irrigated and a jackson-pratt drain was placed through a separate stab incision; and the wound was closed in layers. The deep tissue was closed using interrupted 4-0 vicryl. Deep dermis was closed using 4-0 vicryl and the skin was closed using a running 6-0 nylon. The pt tolerated the procedure well and was extubated in the or and was taken to the recovery room in stable condition. Doctor's progress note states "pt s/p removal of rt breast implant in 1996. Pt states rt breast became sore last nightin inferior and superior aspect of rt breast. Pt states whole breast is now very sore and now it radiates to rt axilla and back. Pt describes pain and constant 'burning like it is on fire'. Pt states left side is now starting to hurt. She noticed the rt breast was red and reddness has spread. Pt also has edema of rt breast. Pt denies left breast discoloration. No discharge. No fevers, positive chills. Pt denies shrtness of breath. Pt w/ upper respiratory infection symptoms since this morning. No known trauma. Pt on 'neurontin' from pain clinicwhich helps a little. Pt hasn't tried anything else for pain. Pt states it goes across sternum."